Manufacturer narrative:
Citation: junquera et al. Results of transcarotid compared with transfemoral transcatheter aortic valve replacement. J thorac cardiovasc surg. 2022 jan;163(1):69-77. Doi: 10.1016/j.jtcvs.2020.03.091. Epub 2020 apr 13. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcarotid compared with transfemoral transcatheter aortic valve replacement (tavr). All data were collected from a single (B)(6) center between 2015 and 2019. The study population included 526 patients (predominantly male, mean age 81 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 175 were implanted with a medtronic corevalve or evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were 12 in-hospital deaths and 17 cumulative deaths within 30 days of implant. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: cardiac tamponade, second valve implant, conversion to open surgery, stroke, transient ischemic attack (tia), arrhythmia requiring permanent pacemaker implant, new onset atrial fibrillation (afib), myocardial infarction (mi), life-threatening bleeding, and major vascular complications. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.